Event description:
The facility reported a flo-gard infusion pump which unintentionally powered down during programming/set-up in the medsurge care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: the baxter technician evaluated the device and could not confirm that the device shuts down when expected to be in an on state. Therefore no further action was needed concerning the initial reported problem. The device was returned to the customer within specifications.

Manufacturer narrative:
(B) (4)the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
A customer contacted baxter's technical service center to report having a draining issue with the homechoice (hc) machine during drain. The home patient (hp) reported the hc was taking too long in drain 1 of 7. The technical service representative (tsr) had the nurse check the drain volume. The drain volume was 2890mls, 2901mls, 2912mls and increasing at a normal rate. The tsr asked if the hp had a manual exchange prior to starting the therapy on the machine and the nurse stated no. The drain volume increased to 3212mls. The hc went to fill 2 of 7. The hc filled to 499mls and went to dwell 2 of 7. The total ultrafiltration was 2722mls. The hc went to drain 2 of 7. The product surveillance contacted the peritoneal dialysis (pd) nurse regarding the large drain volume reported. The nurse confirmed that the home patient's (hp) normal fill volume is 500mls and that the hp drained 2890mls. The nurse stated one possible reason why there was such a high drain volume was that the hp had many blood clots and they may have all dissolved all at once and drained out. Per the nurse, this would have explained the red drain fluid. The nurse stated there was no patient injury or medical intervention associated with this event. The hp was doing well on therapy, per the nurse. The hp has not reported any similar events since this initial event.